Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level ranged from 500 to 250 mg/dl and correction boluses were delivered to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was going to change all of the pump supplies.